Event description:
It was reported that during an unknown procedure the handpiece stopped working and unknown error messages were displayed on gen11. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received in good physical condition. The handpiece was connected to a test instrument and functionally tested with the gen11 generator and an instrument error alert screen was displayed. The handpiece and test instrument were then connected to the gen04 generator, and an error code 7 was displayed when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition.